Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional (hcp) reported that there was an MRI that may be performed for explant or due to chronic pain. The patient had pain. It was noted that the implantable neurostimulator (ins) was not working and could not communicate using the programmer to turn on/off, it was noted that the ins was off. It was unknown how long since the patient's ins was working. On (B)(6) 2016, the patient's health care professional (hcp) stated that they had not seen the patient at the time of the report. They were not sure if the generator was taking charge. It was unknown what was the cause for overdischarge as well as it was unknown if the pain had been resolved. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.